Event description:
It was reported that the lag screw is damaged. Lag screw damaged the plate as well. A delay of 40 min for the back up to arrive was reported. No injury reported. A back up device was available.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.